Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Reportedly, the customer had been reusing cartridges. Tandem technical support educated the customer on proper cartridge use. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.